Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The transmitter device(9438-05/67jex), used with the complaint sensor device, was returned on (B)(6) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver did not confirm the reported event. Additionally, the receiver was returned for evaluation. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver data log confirmed the reported event of inaccurate blood glucose values.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's mother did not report injury or medical intervention.